Event description:
Hospital advised that a 250ml bag of 49% nacl was set up to infuse at a rate of 130ml/hr. Nurse indicated pump was set up to infuse for 2 hours. The volume intended to infuse in 2 hours actually infused in 1 hour and 15 minutes. Reporter did not know the volume to be infused or volume infused parameters set at the time of the event. There was no patient consequence.